Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow up appointment. The patient's left ventricular (lv) lead had varying low voltage impedance, was far p-wave oversensing, had loss of capture, and it was determined that the lv lead was dislodged. The patient was asymptomatic. On (B)(6) 2021, the lv lead was explanted and replaced. The patient was stable throughout procedure.